Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports (B)(4).

Event description:
It was reported that the tip got separated from the guide and stayed inside the patient.

Manufacturer narrative:
Alleged failure: the tip got separated from the guide and stayed inside the patient. The product was returned for investigation and the reported failure mode of tip got separated was confirmed. However, stryker's investigation of the device confirmed the broken piece was recovered and returned with the device. The failure mode will be monitored for future reoccurrence. The probable cause could be user applied excessive force to the device. The device manufacture date is not known. (B)(4).

Event description:
It was initially reported that the tip got separated from the guide and stayed inside the patient. Stryker's investigation of the device confirmed the broken piece was recovered and returned with the device.